Event description:
It was reported that when "menu" was pressed on the external pulse generator, the lower part of the display screen would not display the values clearly. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels. Upper and lower cases are broken and contaminated. Battery release and battery drawer are contaminated. Side bail covers are broken. Battery contacts are compressed and contaminated. Keyboard is scratched. Battery flex is corroded.